Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager(stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The stm connected his trainer balloon to the iabp, and an autofill alarm was received immediately after starting the unit. The stm tried a few additional times and could not get the balloon to fill. The stm then performed manifold tests, and other functional tests which passed; the stm also performed the manual autofill checks, and they all worked. The stm then went back into operation mode, and the iabp would now autofill and work every time. The stm suspected k10 was possibly sticky, and ordered a new pneumatic interface module (pim); the stm kept the iabp pumping from friday to tuesday with no issues. However, the stm replaced the pim as a precaution and then performed all functional and safety tests which passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and the customer could not get it to work with their training balloon. There was no patient involvement and no adverse event was reported.